Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited abnormal impedance and high thresholds. Fracture of the rv lead was suspected and the lead was explanted and replaced. No patient complications have been reported as a result of this event.